Event description:
It was reported by service report that the hydraulics on the cot were leaking fluid from the non locking manual valve. There have been no adverse consequences reported.

Manufacturer narrative:
Leak.